Manufacturer narrative:
Age of device: 2 years, 5 months, 1 day. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the had been experiencing redness around the driveline, warmness, and blood-tinged oozing. The patient was reportedly on oral doxycycline, and on (B)(6) 2018 was placed cefazolin with instructions to continue for six weeks. A transesophageal echocardiography (tee) was performed on (B)(6) 2018 and showed no evidence of vegetations. The lvad has reportedly been functioning within normal limits. A CT of the abdomen and pelvis, without contrast, was also performed on (B)(6) 2018, and showed a ¿small stable fluid along the graft to the aorta which may be residual small pericardial effusion¿. The patient has a history of (B)(6). A white blood cell (wbc) tagged nuclear scan was done, but showed no evidence of vad driveline infection. A PICC line was placed. The patient was discharged on (B)(6) 2018, and will continue taking antibiotics as an outpatient. The patient remains stable. No further information was provided.

Manufacturer narrative:
The device remained implanted and the patient continues on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.